Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtr was attempted to be placed but was unable to adequately grasp the leaflets. Troubleshooting was preformed and multiple grasping attempts were made when it was identified that the leaflet tissue had been damaged. The clip was removed from the patient and the procedure was discontinued. The final mr remained at grade 3-4. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtr was attempted to be placed but was unable to adequately grasp the leaflets. Troubleshooting was preformed and multiple grasping attempts were made when it was identified that the leaflet tissue had been damaged. The clip was removed from the patient and the procedure was discontinued. The final mr remained at grade 3-4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure appears to be related to a combination of challenging patient anatomy (restricted posterior leaflet, large gap) and procedural conditions (difficulty visualizing clip during procedure, satisfactory results could not be achieved). The reported poor imaging is related to challenging patient anatomy (large gap), per case details). The reported tissue injury is a cascading event of the positioning failure. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.